Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24may2019. Manufacturer's product support engineer (pse) evaluated the unit and found error message of battery failed in the unit's diagnostic log. Pse notified customer of battery failure and customer cancelled the repair. Unit is being returned to customer without repairs made.

Event description:
Customer contacted technical support (ts) stating that unit had battery failure. The customer reported there was no patient involvement.